Event description:
It was reported that there was a cut between the sensor and the tubing line.

Manufacturer narrative:
Evaluation result: customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing of pa line (yellow label) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.